Manufacturer narrative:
(B)(6). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device would power on with the wrench icon showing and would not have any voice prompts. With the lack of voice prompts, the end user would not be able to use the device, if needed. There was no pt use associated with the reported failure.